Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # : (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure with a smartablate¿ irrigation tubing set and a foreign material issue occurred. It was reported that when the smartablate¿ irrigation tubing set was opened and was attempted to use for heparin flush, the fluid would not flush through the tubing. A foreign material was observed inside the tubing which was what prevented the fluid from running through it. It appeared to be clogged. The foreign material appeared to be embedded to the plastic material and had no movement. A new smartablate¿ irrigation tubing set was used, and no further issues occurred. No patient consequences were reported.

Manufacturer narrative:
It was reported that when the smartablate¿ irrigation tubing set was opened and was attempted to use for heparin flush, the fluid would not flush through the tubing. A foreign material was observed inside the tubing which was what prevented the fluid from running through it. It appeared to be clogged. The foreign material appeared to be embedded to the plastic material and had no movement. A new smartablate¿ irrigation tubing set was used, and no further issues occurred. No patient consequences were reported. Device evaluation details: on (B)(6)2021, the bwi product analysis lab received the complaint device for evaluation and the device evaluation has been completed. The device was visually inspected, and it was found in good conditions. An irrigation test was performed, and no bubbles or occlusion were observed during test. A manufacturing record evaluation was performed, and no internal action related to the complaint was found during the review. The customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) per internal review on 08-jun-2022, the manufacturing site name and address have been updated to reflect lake region medical. All the appropriate fields in section g. All manufacturers have been updated accordingly.